Event description:
A report was rec'd that a pt had an uncomfortable pocket site due to having little body fat. The decision was made to explant the pt's precision sys.

Manufacturer narrative:
The explanted devices will not be returned for eval, as it was discarded by the medical facility.